Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and correction to section a and g2. Based on the results of the investigation, it's likely the blackout image occurred due to a charged couple device unit failure. A definitive root cause of the charged couple device unit failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a blackout. There were no reports of patient harm.